Manufacturer narrative:
A field service engineer (fse) was dispatched who removed the waste chute,cleaned and aligned the waste port as needed. The fse then cleaned sticky cup sensor with hot water. Fse performed cup pickup alignments,then ran qcs and verified that qc results were good and the instrument operated as required. No further action by field service required. The probable cause of the event was a misaligned waste port. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported c-trans home overrun error with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2016 to address the reported event, which resulted in delay in reporting of patient results for e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.